Event description:
During normal follow up in a total wrist fusion case (6-7 weeks post op), it was determined that one of the screws in the plate broke. The screw and plate were explanted.

Manufacturer narrative:
A visual examination with the naked eye and magnification was performed. A transverse fracture pattern was observed at the fracture site of the screw which likely indicates a side load or a sharp direct load was applied to the screw. Conclusions - a conclusion cannot be drawn based on the lack of information concerning the circumstances of this screw break. Additional mdrs associated with this event: MDR 3025141-2014-00295 follow up 1 - plate MDR 3025141-2014-00294 follow up 1 - screw 1 MDR 3025141-2015-00029 - screw 2 MDR 3025141-2015-00030 - screw 3 MDR 3025141-2015-00031 - screw 4 MDR 3025141-2015-00033 - screw 6 MDR 3025141-2015-00034 - screw 7 MDR 3025141-2015-00035 - screw 8.